Event description:
Caller reported cartridge alarm 20 and experienced cartridge alarms with consecutive cartridges, but there was no occurrence during the load process, nor any previous reports of such alarms with this pump. The alarm did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The company will replace the pump under warranty, supplying a pump with updated software. Technical support provided instructions for returning the old pump and will offer training for the new device. Customer will continue using their current pump until the replacement arrives.